Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had noise, oversensing, high/undefined pacing impedance, fracture and elevated short v-v intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: a partial lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. The analyst noted the partial lead distal end was returned. There are cuts at various locations in the outer insulation. There are cuts on the overlay tube at various locations between the rv and svc coils. There is blood and tissue on the rv and svc coils. There is blood and tissue on the overlay tube. There is blood in the lumen. Distal conductor is fractured at 26 cm and only could perform visual inspection as a lead removal wire is in the distal conductor. The proximal part of the svc coil was fractured from overstress from the block at 32 cm. If information is provided in the future, a supplemental report will be issued.